Event description:
As reported by an edwards france affiliate, during a tpvr procedure with a sapien 3 valve, there was a frame fracture on imaging.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. Imagery was provided by the site and revealed the following: initial implantation, valve was not deployed in cylinder shape, and it appeared severe deform and curvature in shape. No strut fracture was observed. After one year, one (1) fractured strut at outflow was observed. During the post-dilation, one (1) fractured strut was observed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for valve strut fracture and frame damage was confirmed based on provided imagery. It should be noted that the valve was deployed in the pulmonic position (native annulus). The sapien 3 (s3) with the commander delivery system (ds) is only indicated for native aortic valve, aortic bioprosthetic valve, and mitral surgical prosthetic valve replacement only at the original time of implantation. While the device is now approved for a dysfunctional, previously repaired or replaced non-compliant right ventricular outflow tract/pulmonary valve (rvot/pv) or previously implanted valve in the pulmonic position, it remains off-label for native pulmonary position. As reported, 'during preparation, no abnormalities were noted with the valve. During procedure, bav was not performed and there was no resistance when inserting commander ds through non edwards sheath (dryseal). But after deployment, the valve was constrained with hour glass shaped, but it was decided not to post dilate. One year after valve implant, during follow up visit, it was decided to perform a balloon dilation, but it is not clear if the root cause of valve strut fracture was balloon dilation or the strut fracture was already present before this intervention'. Per provided imagery, valve was not deployed in cylinder shape (hour glass shaped as reported). The deployed valve appeared constraint by the patient's anatomy condition, which led to deformation appearance. The location or position of valve deployment was unclear from the provided imagery. As such, available information suggests that patient factors (implanted site/anatomy condition) and/or procedural factors (off label operation) may have contributed to the complaint event. The sapien 3 transcatheter heart valve (thv) was designed and tested in cylinder shape. If the thv was deployed as asymmetrical 'hour glass shape', it could lead to the uneven stress distribution on valve frame, and the uneven stress on the frame over the time could result in strut fracture as reported. In additional, the thv was implanted as off label. As such, available information suggests that procedural factors (implanted site/anatomy condition) may have contributed to the complaint event.

Manufacturer narrative:
Correction to b1, b2, b3, b5, d4, d6, h1, h4, and h6.

Event description:
It was initially reported by an edwards france affiliate, that during a tpvr procedure with a sapien 3 valve, there was a frame fracture on imaging. Per additional information received, during the one year follow up visit, it was decided to re-dilate the valve due to the valve being constrained with an 'hourglass shape'. Post re-dilation, a valve strut fracture was observed. Per report, it is unknown if the strut fracture was already present before re-dilation, or if it occurred after. Possible surgical intervention was performed to explant the damaged valve. The outcome was good. Per report, implant images showed the valve was constrained (hourglass shaped), the landing zone was not pre-stented before valve implantation, and it was decided to not perform post dilation at that time.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 valve in the pulmonic position by transfemoral approach. During preparation, no abnormalities were noted with the valve. During the procedure, the rvot was pre-dilated with a 22mm high pressure balloon, confirming coronary safety. There was no resistance when inserting commander delivery system through non-edwards sheath. After deployment, the valve was constrained with hourglass shaped but it was decided not to post dilate. The rvot gradient dropped from 50 to 15 mmhg. The procedure was uneventful. During 9 months follow up visit, fluoroscopy revealed at least three displaced wireframe fractures. Sequential dilation with 22 and 24mm high pressure balloons was done, but additional fractures led to valve shortening. At 24 mm, aortic root compression was noted with considerable recoil upon balloon deflation. Due to the risk, surgery was preferred over a valve in valve approach, with excellent outcomes. The patient did not suffer any injury due to this event. The patient final outcome was good.

Manufacturer narrative:
Corrections to b5 and updated sections a2, a3 and b7.